Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. It was reported that at 9:00 in the morning of (B)(6) 2018, the hospital carried out a heart bypass operation. During the procedure, doctor used our products g1110434 and g1118099. Most products are yellow under microscope (normal should be black), and there are more than 20 times of breakage and broken needles. It resulted in a delay of the operation. Prolonged operation time results in increased injury to patients. The hospital used our suture for up to five years, it's the first time for such incident happened. All med watch submissions related to this report are: 3003639970-2018-00362, 3003639970-2018-00363, 3003639970-2018-00364, 3003639970-2018-00365, 3003639970-2018-00366, 3003639970-2018-00368, 3003639970-2018-00369, 3003639970-2018-00370, 3003639970-2018-00373, 3003639970-2018-00374.

Manufacturer narrative:
Samples received: several empty packs and support sponges. Also some pieces of threads without identification to which batch correspond. All samples are related to the notifications 400390052 to 400390062 (except 400390058). Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) into the market. There are no units in b. Braun surgical's stock. We have received several empty packs and sponges and also printed papers of the 1st packs. We have also received several pieces of used threads without identification to which batch do they correspond. The color in all the thread pieces received is black. However, without closed samples and taking into account the conditions of the open samples received, a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.